Event description:
Patient reported that a comparison between their surestep meter and a hcp meter (done within 10 min. Of each other) using separate finger sticks was 50 mg/dl (ss) and 100 mg/dl (hcp), respectively. No symptoms were reported. On follow-up, reviewed cleaning and solution with patient. There was no allegation of harm.